Event description:
The reporter indicated that an implantable collamer lens of unknown model and size was implanted into a patient's eye. Excessive vault has been reported and continues to be monitored. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: 733598.